Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when the system on showing audible alarm continuously and showing buzzer defective , self test failed . Device cannot be started up. No patient involvement.